Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator leaked. A (B)(6) male with a history of congenital heart disease was brought to the operating room on (B)(6) 2011 for an urgent heart transplant procedure. A terumo corporation oxygenator was used for the procedure. Cardiopulmonary bypass was quickly initiated (sucker bypass) due to acute bleeding. Two cardiopulmonary bypass periods were needed and this included the 1st period of 219 minutes and a second of 66 minutes. The 2nd cardiopulmonary bypass period was needed to support excessive bleeding and hemodynamic deterioration. About 100 minutes into the 1st cardiopulmonary bypass session, fluid was observed dripping from the gas outlet port on the fx model oxygenator and this continued for the remainder of cardiopulmonary bypass. The perfusionists in reporting this event used the phrase plasma leakage to describe this condensate, but they also stated that no red blood was seen in this condensate. They felt the oxygen and carbon dioxide transfer was reduced after the condensation started. There was excessive bleeding and hemodynamic issues during and after cardiopulmonary bypass and multiple units of transfusion were required that included red blood cells, fresh frozen plasma, and platelets. During the 2nd cardiopulmonary bypass period, an intra-aortic balloon pump was inserted to support the poor cardiac function of the pt. The pt was discharged to intensive care unit after the surgical procedure and expired on (B)(6) 2012. Both perfusionists involved in this event and interviewed did not feel the oxygenator condensate or gas transfer function of the oxygenator had any association with the pt's death. The product was not changed out. The surgery was not completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).